Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm repair. It was reported that the patient's proximal neck was highly tortuous. Trunk - ipsilateral leg endoprosthesis and bilateral limb were deployed. In order to obtain stronger sealing on the proximal side, aortic extender endoprosthesis was deployed. Then, bilateral renal arteries were covered unintentionally. Reportedly, blood flow to both renal arteries was confirmed, but it was determined that flow to the left renal artery was slightly delayed. A bare metal stent was placed. The delay was resolved, and it was determined that there was no problem with blood flow. The patient tolerated the procedure. The physician stated as follows: the degree of the aorta neck was outside the IFU.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. Added h6; conclusion code d1101 and d1001.